Event description:
It was reported on (B)(4) 2013 that the patient was scheduled for generator replacement due to end of service. It was later reported on (B)(4) 2013 that surgery was planned that day and that the physician obtained high impedance during diagnostics testing the week prior. The patient underwent generator replacement for end of service on (B)(6) 2013 at which time high impedance was again obtained with the new generator attached to the existing lead. The patient was closed with intent on lead revision at a later date. Further follow-up revealed that the patient underwent lead replacement surgery on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date. Attempts to have the devices returned to manufacturer for analysis are underway; however, the devices have not been returned to date.

Event description:
An implant card was received which confirmed that the lead was replaced on 04/25/2013 due to lead discontinuity. The lead impedance was marked "ok".

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.